Event description:
A medtronic representative reported that the camera is displaying passive reduced volume - a very small tracking area. There was no patient present.

Manufacturer narrative:
No patient was present. The initial report was received on (B)(4) 2011 and found to be a non-reportable malfunction based on the information available. On (B)(4) 2011, new information was available through evaluation of the returned device and the decision was changed to a reportable malfunction. The device was returned for evaluation and found to be out of calibration. The device was replaced and the issue was resolved.